Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigations on the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely chronic middle ear infection. During investigation device operates within specification. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
The patient has been explanted of this device due to a chronic middle ear infection on the right ear.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been explanted of this device due to a chronic middle ear infection on the right ear. As per device explantation report, the electrode array was not in the cochlea anymore.